Manufacturer narrative:
Device power up properly after battery installation. Device received with operating currents within specification. Device passed selftest and displacement test. Device was monitored for 24 hrs and no blank display anomalies noted. Power connector plug in and locked in place properly. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a blank display. Customer stated the pump did screen did not turn on after the pump was restarted. The pump was not dropped, bumped, or exposed to moisture. Customer¿s blood glucose was 122 mg/dl. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.